Event description:
On june 30, 2006, the lay-user/patient contacted lifescan alleging that her one touch ultra meter would not allow her to test her blood, and just showed the "apply sample" symbol. The medical affairs specialist spoke to the patient on july 7, 2006. To obtain/verify information. Sometime during the weeks of june 4 or june 11, 2006, the patient stopped trying to test herself with the reported meter due to the alleged issue. She also tried testing with another unidentified device, but was unsuccessful too. She could only explain that the other meter just "wouldn't work. Although the patient was unable to test her blood glucose, they continued to take her "glipizide", and "actos" medications as prescribed. The patient developed symptoms of feeling "incoherent." Their daughter called the paramedics who arrived, and tested her blood glucose. The paramedics obtained a reading of "40 mg/dl" using an unidentified device, and adminstered a glucagon injection to the patient. She was then taken to the hospital where she was admitted overnight until her blood glucose "became normal." The patient's doctor advised her to withhold her "actos" medication until her blood glucose levels stabilized at home. This complaint is being reported due to the following conclusion: the patient was unable to test on the reported meter due to use-error. The patient stopped using the meter, developed symptoms, and ultimately required medical intervention.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.